Manufacturer narrative:
Date of event: unknown. The original date received by manufacturer has been used for this field. Investigation summary: one loose 3ml syringe (p/n (B)(4) with needle was received. The sample was visually evaluated. The needle was observed to be severely cross threaded onto the collar of the syringe. The observed condition was non-conforming per product specification. Potential root cause for the cross threading defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1076700 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe with needle had issues with the needle separating from the syringe. The following information was provided by the initial reporter: "the needles are not straight." Via bd investigation: "the needle was observed to be severely cross threaded onto the collar of the syringe."